Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2021. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of interlink system non-dehp i.v. Catheter extension sets leaked. When connecting the interlink to a non-baxter cap, leaks were observed at the connection site. The caps and extension sets had to be replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.